Event description:
Received pt x-rays from surgeon regarding proximal femur case. May have been for failures of locking proximal femur plates. Hardware replaced in 2005 with trochanteric plate and calcar replacing hemiarthroplasty. Pt deceased.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.